Event description:
It was reported that during a da vinci total benign hysterectomy procedure, an endowrist one vessel sealer instrument gave a yellow light on the arm. There was an error but the customer does not remember the error. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the blade exposed at the instrument's grips. There was debris in the blade track and on the grips. No damage on the instrument's grips or blade was found. An additional finding not reported was a broken grip cable. Grip cable wires routed through holes 6 and 7 on the instrument's wrist disc were broken and stuck out at snake wrist. No additional damage was found on the snake wrist and no other cables were damaged. No other damage found. Additional testing was not possible due to the cable damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.